Event description:
It was reported that while the anesthesia workstation was is use there were difficulties in ventilating. The pressure readings were inaccurate. Moreover based on the device's logs alarms indicating high airway pressure were generated. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital. The investigation found a defective patient cassette. The patient cassette was replaced. A successful system checkout was performed and the anesthesia system was cleared for clinical use. The replaced patient cassette was returned for investigation together with a complete set of device logs. A visual inspection of the returned patient cassette showed no deviations or damages. A successful system checkout was performed and two separate rounds of long term testing in a reference device in our anesthesia laboratory were conducted. No error codes or clinical alarms were generated during the testing of the returned patient cassette. A new successful system checkout was performed after the long term tests. The reported issues could not be duplicated. The received device logs confirm the reported issues and the generation of high pressure alarm as well as a technical error codes pointing to a patient cassette error. The trend log does not contain any data from the reported event since it was saved more than 24 hours after the event. The technical log contains technical alarms related to the patient cassette. Without having been able to reproduce any fault, we have not been able to determine the cause of the reported issues.